Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, bent pins) has been confirmed. Upon eval, pins 8 and 9 in the electrode belt trunk cable connector were bent. The cause of the 'device not connected' messages and inability for the monitor to recognize the belt is the bent trunk connector pins. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report 'device not connected' messages and bent pins in the belt connector. The pt was provided with a replacement electrode belt.